Manufacturer narrative:
On (B)(6) 2020, we received a notice from our u.s. Distributor that the outer rim of an hw24h centrifuge rotor had broken in a veterinary office. Two small pieces of the plastic rotor were ejected from the centrifuge and struck two technicians, who sustained minor injuries. They were not treated for the injuries, as they were minor cuts and scrapes. The distributor replaced the centrifuge for the vet office and requested the centrifuge be returned to them. It may be noted that the user reported hearing unusual noises in the centrifuge in the two previous runs and decided to run the centrifuge a third time, which is when the malfunction occurred. The distributor evaluated the returned centrifuge, and their findings indicate that the problem arose due to the user failing to properly tighten the rotor lid onto the motor shaft. During the spin, the nut holding the rotor lid loosened, causing the rotor lid to spin freely. The loose rotor lid caused the rotor to spin in an unbalanced manner. The rotor then contacted the lid and bowl, causing breakage in the outer edge of the rotor.

Event description:
For a centrifuge being used in a vet office, a small piece of the rotor rim broke apart during use. Pieces of plastic struck two technicians both of whom sustained minor injuries. They did not seek medical attention.